Manufacturer narrative:
(B)(4). Batch # v9692y. Additional information was requested and the following was provided: did the device deliver any staples? Yes, during the first firing. Only partially (about ½ way) during the second firing. If yes, were the staples formed properly? Yes, the staples that were delivered. If yes, was the staple line complete? Yes, during the first firing. Only partially (about ½ way) during the second firing. Did the device cut? Yes, during the first firing. Not at all during the second firing. If yes, was the cut line complete? Yes, during the first firing. N/a during the second firing. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? No and n/a was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? Yes, following both firing." An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported per user facility medwatch form mw5106504, during an unknown procedure, endopath ets-flex 45 fired appropriately for the first use, but then misfired and then unable to be reloaded for a subsequent use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4), date sent: 4/7/2022, d4: batch #550a13. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11-d4 batch.